Manufacturer narrative:
The device was returned to olympus and the evaluation found the following malfunctions: the outer tube is damaged and therefore the dielectric strength is inadequate; the outer tube is damaged and therefore the leakage current is inadequate; and the r-unit is broken and therefore the insertion pipe does not rotate smoothly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: failure to follow instructions. The event can be prevented by following the instructions for use which state: notice risk of damage to the product the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the outer tube was damaged/deformed and the r-unit is broken. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections. Corrected fields: b5, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the outer tube was damaged/deformed, the r-unit was broken, the dielectric strength was inadequate and that the leakage current was inadequate. There was no patient involvement.